Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to customer¿s blood glucose. Additionally, insulin was not observed to be exiting the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.